Event description:
The facility contacted baxter on 03 may 2010 to report that with an infusor pump on (B)(6) 2010 while infusing, when the pump got to "point 3", the pump alarms. The event occurred during patient therapy and therapy was interrupted in the operating room. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.